Event description:
Device issue: none. Adverse event: perforation/death. Onset of adverse event: during and post-procedure. It was reported that on (B)(6)2010, percutaneous transluminal coronary angioplasty (ptca) was performed to treat a lesion that had diffuse disease located at the proximal to mid obtuse marginal (om). The bmw universal guide wire was placed in the om and the case was completed successfully. After the case, the pt was found hypotensive. Through diagnosing, a perforation was observed in the distal om. There was a pericardial tamponade and a pericardiocentesis was performed as well as using a coil, medications, and an iabp catheter as support. The pt was then transferred to the critical care unit for monitoring where a blood transfusion was done as well as additional medications to maintain blood pressure. On (B)(6)2010, the iabp catheter was removed. On (B)(6)2010, there was a thoracentesis and various medications administered to raise the pt's blood pressure, as well as a tracheal intubation and a pacemaker implantation. However, the pt's blood pressure and heart rate could not be maintained and the pt expired from heart failure and carcinogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A f/u report will be submitted with all relevant information.

Manufacturer narrative:
Internal file number - (B)(4). The reported patient effect of perforation (vessel damage), as listed m the hi-torque balance middle weight (bmw) universal guide wire instructions for use, is a known adverse event although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture and design.